Event description:
On two occasions, during cardiopulmonary bypass, the 1/2" tubing in the venous line disconnected from the metal 1/2" connector used to attach the tubing to the venous cannula. The exact quantity of blood lost was not reported. However, in the second case, the blood loss was high enough that the surgical team needed to give 2 units of rbc to compensate for the loss. There was pt detriment.

Manufacturer narrative:
The tubing listed in section d was supplied non-sterile by cobe cardiovascular, inc. To sorin group. Sorin group used the tubing to build a heart-lung pack. They reported the catalog and lot numbers for the pack as 074317001, lot number 0605190074. They sterilized the pack and supplied the pack to the end-user. They reported that the tubing involved was purchased from cobe cariovascular inc. On 2 separate invoices, one in october 2005 and the other in march 2006. Therefore, the exact lot of tubing involved in the disconnection was unknown. The connection that came apart during two separate cases of cardiopulmonary bypass were made by the customer. The exact conditions of the connection at the time of the disconnection are not known (i.e. Was the tubing pushed securely on to the connector?). Sorin group reported that a total 114 packs were produced in the same lot, and all packs of this lot were consumed by the customer despite the two disconnections. There were no further issues. One segment of tubing involved in one of the disconnections was returned. The inner diameter was found to be outside of the specification for this tubing part number. Manufacturing and complaint records for this part number were reviewed, and it was determined that a measurement of this type has been extremely rare for this part number. However, since this particular tubing was distributed, the dimensional control on the tubing has been heightened as part of standard continuous improvement efforts. Previously manual measurements were made periodically throughout the batch. Now the tubing is extruded using a closed loop control system that automatically adjusts the process if drift in dimensions are detected. This improved manufacturing process has demonstrated excellent process capability. As a result, cobe cardiovascular, inc. Is reducing the nominal dimension for this tubing part number and tightening the tolerance.